Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc meter will not turn on by button or with test strips. On (B)(6) 2019, as a result of the customer not being able to test his blood glucose, the customer had contact with his endocrinologist due to symptoms of shakiness and sweating and was diagnosed with hyperglycemia. The customer was treated with "shots" and an "oral pill" as treatment. There was no report of death or permanent injury associated with this event.